Event description:
A patient had a permanent vena cava filter placed in 2005. The filter was found to have thrombosed and another filter (vena tech) was placed suprarenally. The product is not available for evaluation and testing.